Event description:
Maintenance was called to the surgery (operating room) department to adjust the brakes to improve the movement on one of the steris-brand surgical lights in an operating room. While working the light, the maintenance engineer moved up the sleeve that cover the adjustment devices on the surgical light and observed rust on the metal. The maintenance engineer inspected the other six steris brand surgical lights in the operating room and discovered that they all had rust present in the same location. Steris was contacted. Steris representatives met with facility representatives and steris responded that the rust on the surgical lights is indicative of improper cleaning procedures by the user facility personnel. They explained that the "knuckle" area where there is rusting is a "holding area" for the cleaning fluids that collect in this area. The steris representatives advised that preventative maintenance on the lights should be performed 2x/year by the user facility (this was not being done 2x/yr as our maintenance director was not aware of this recommendation). A steris representative pointed out that this instruction is in the service manual. When the steris surgical lights were installed, steris provided inservicing for the operating room nursing staff. There were no inservices provided for the departments that clean (environmental services) and maintain (maintenance engineers) the surgical light equipment. As a lesson learned from this event, this facility requested that steris include in their inservicing process, steps to assure that they provide inservices to all of the departments that will clean, service,and use their product, and to not just focus on nursing. We also made a recommendation that they reiterate their cleaning instructions to all facilities that own similar style steris surgical lights of their recommended cleaning procedure. This facility requested that the steris representatives clarify their recommendation to "clean with a "germicidal wipe" to be more specific. The representatives recommend we use a steris brand "coverage plus germicidal surface wipes," but the literature brochure they provided to us did not list the composition/ingredients used in the product and specifically what percentage of isopropanol.